Manufacturer narrative:
Hologic thoroughly reviewed the panther instrument logs and customer worklists and noted no indication of an underlying hardware issue. Hologic determined the most likely cause of the discrepant result was a low target sample. Hologic performed a risk assessment and noted no product impact. Hologic has not been informed of any adverse patient outcomes related to this issue.

Event description:
On (B)(6) 2025, a customer reported to hologic a discrepant result on panther instrument (serial number: (B)(6) using the aptima hpv (human papillomavirus) assay (master lot: 909954). The customer reported that per lab iqa procedures, they select random samples to retest. On (B)(6) 2025, sample (B)(6) initially resulted hpv negative under worklist(B)(4). On the same day, the same sample was retested as sample ID (B)(6) under worklist (B)(4) and resulted hpv positive. On (B)(6) 2025, the customer decided to retest the sample (B)(6) from the original thinprep vial and sample resulted positive under worklist (B)(4). The customer reported the first valid result (negative result from (B)(6) 2025). Hologic has not been informed of any patient treatment or any adverse patient outcomes related to this event.